Manufacturer narrative:
According to the IFU, the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Gi bleeding and infection are known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including co-morbidies are known possible contributors to these type of events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via the clinical study database that a patient was admitted to the hospital for worsening abdominal pain. Ua cultures indicative for pyelonephritis from klebsiella pneumoniae. During the same admission, the patient was also found to have upper gi bleeding secondary to gastric polyps due to dark stools. Per egd completed on 11/07/2015 and 11/09/2015; numerous gastric polyps oozing/bleeding."